Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and identified as needing replacement to alleviate the issue. The customer refused replacement of the hard drive and declined further service. The system, when tested, was operating and working as intended and returned to service.